Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available x-ray images were inspected. On the x-rays from the (B)(6) 2018, the reported dislodgement of the atrial lead could be confirmed. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this ra lead was found dislodged 2 days after implant with no capture. The lead was repositioned on the appendix with no issues.